Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-oct-2018 with the following findings: the keypad button cover was found to be intact; no damage was observed. During investigation, all of the keypad buttons were unresponsive. The keypad cover was removed and no evidence of contamination was observed on the button contacts. A leak test was performed and showed a battery compartment leak. The pump was opened and evidence of moisture corrosion was found on the keypad connector, display and transceiver boards. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was noted that the up, down and ok buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.